Event description:
As the customer stated, the screwdriver tip was broken during surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.